Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. The device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. The device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. Based on available evidence, it is likely that this device exhibited the behavior described in the high battery impedance field safety communication issued to physicians in december 2024 with an expansion in 2025. However, root cause cannot be confirmed in this case because the returned battery has insufficient power remaining to maintain device diagnostic data, and the battery voltage is too low to provide evidence of high battery impedance through direct testing of the battery. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. The device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.